Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. (B)(4).

Event description:
A nurse reported that following iol implant surgery, the lens is also going to be exchanged for same type lens. Additional information was provided by the surgical counselor, that the iol exchange was performed. Additional information was provided by the initial reporter that the reason for the exchange was an undesired refraction by the patient. The clinical reason was an undesired iol power.